Event description:
Few times after the implantation of a valve, the dr couldn't change the pressure setting of the valve. The valve was explanted. The dr requested to check the valve.

Manufacturer narrative:
The incident has been reported to MFR on february 2009. Results of analysis will be developed in a follow-up report.